Manufacturer narrative:
This device remains in possession of the explanting hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system was explanted due to infection. No additional adverse patient effects were reported.